Event description:
It was reported by service report that the bed has angle sensor errors and no motor functions. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result - tilt angle sensors.